Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the flapper valve was staying open when removing gall stones. This problem went away and it looked as though some stones might have been caught in valve. No new trocar was pulled. After removing the subxyphoid 511sd trocar, the surgeon noticed the skin around the trocar hole (about 1-2mm around edges) was toughened as if to maybe have been burned, nothing else noticed. The surgeon excised approx 1-2mm of extra skin around hole which was at the subxyphoid port (10/11mm).